Manufacturer narrative:
This report is being cancelled as it is not a valid complaint. It was created in error. Revert all sections to blank : b. Adverse event or product problem; d. Suspect medical device; e. Initial reporter; g. All manufacturers; h. Device manufacturers only.

Event description:
This report is being cancelled as it is not a valid complaint. It was created in error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units battery will be changed. There was no patient involvement.